Event description:
A consumer reported using a band-aid pro-heal regular all-in-one size bandage to cover a blister. The consumer experienced stinging and burning at the application site and removed the bandage. Upon removal, a portion of skin was removed (started to bleed and a chunk of skin was torn off). The consumer treated the affected area with over the counter cream and sought medical care. Consumer sought medical attention from two health care professionals. Consumer sought immediate care and when symptoms were not healing sought attention from the dermatologist. The dermatologist prescribed clobetasol steroid cream and mupirocin first-aid ointment. No additional information was provided.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees, that the report constitutes an admission that the device, kenvue, or its employees, caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A2, a3, a4, a5, a6: age, sex/gender, patient weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4; this report is for one (1) bandaid pro heal regular all one size 10ct USA (B)(4), lot #2035b. D4: 510(k) exempt, device I complaint. UDI not required. UDI # (B)(4) upc #381372024024 lot # 2035b expiration date: na. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device history records review was completed and no deviations or non-conformances were noted. Raw material and component records were reviewed for this lot. All raw materials passed the incoming quality inspection with no issues seen. There were no changes to any raw materials used for this lot. All components also passed the incoming quality inspection with no issues seen. The product was manufactured 22-july-2025. H6: e1721 - refers to the consumer alleged " started to bleed and a chunk of skin was torn off " e2330 - refers to the consumer alleged "it was stinging" e1705 - refers to the consumer alleged "it was burning" e2402 - refers to the consumer alleged "misuse/off-label use" if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.